Event description:
Asku

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary : the reported oversensing condition was not confirmed despite extended monitoring during the analysis process. Analysis was able to isolate a leaky integrated circuit responsible for the reported low output amplitudes. That integrated circuit was damaged during further analysis therefore root cause could not be determined.